Event description:
Opened up a pack of 0 vicryl on CT-2, tech went to count it with me to verify there were 8 needles in there when it was found to only have 7 needles. Pack of needles was immediately removed from the field and this rn (registered nurse) put them aside to be given to inventory specialist.